Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damage appears to be associated with use. One 2 fr per-q-cath PICC was returned for evaluation. The stylet had been removed from the catheter and was not returned for investigation. The catheter length had been modified. The 2 fr tubing extended 11.5cm from the distal end of the strain relief oversleeve. Blood residue was visible within the catheter hub. The condition of the returned sample indicates that the per-q-cath PICC was used. A functional test revealed two spraying leaks between the 5 and 6 cm depth mark. Two longitudinal splits, approximately 180-degrees apart were observed in the 2 fr tubing. The splits were approximately 1mm in length. The catheter was cut longitudinally to examine the leak sites from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. It appears that the reported leak was caused when the catheter was either compressed against the stylet or when the stylet was retracted through the catheter. Since the stylet had been removed and the PICC placed, the leak most likely was not present when the catheter was flushed prior to placement. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported that the catheter ruptured causing extravasation, consequently edema and hyperemia in left upper limb. Catheter was inserted into the left upper limb, cubital fossa.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezk1342 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that the catheter ruptured causing extravasation, consequently edema and hyperemia in left upper limb. Catheter was inserted into the left upper limb, cubital fossa.